Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient death. Device manufacture date: monitor: 03/10/2015, belt: 02/27/2013.

Event description:
A us distributor reported that the patient passed on (B)(6) 2017 at 3:18 pm while in the hospital. The patient's nurse reported that he ran into the patient's room to perform chest compressions and was not sure if the lifevest was powered on at that time. A second nurse also indicated that while the patient was wearing the device she was not sure that the device was powered on at the time as it was not alarming. The patient was being monitored by hospital telemetry. It was reported that hospital staff attempted chest compressions for 30 minutes. Per review of the patient's downloaded data, the device first detected bradycardia at 02:43:56 pm on (B)(6) 2017. The continuous ECG data indicated that the patient was in bradycardia at 20 bpm, degrading to asystole before a spontaneous return of cardiac activity (bradycardia with CPR artifact transitioning to bigeminy at 60 bpm). The device entered a detection sequence at 02:49:33. The ECG recording indicated that the patient had been in a sinus rhythm at 60 bpm with nsvt that transitioned to vt at 160 bpm for 18 seconds before the ECG signal was obscured by motion artifact. The patient was not treated due to the motion artifact obscuring the underlying rhythm. The source of the motion artifact is unknown. There is no indication that a device malfunction contributed to the observed noise.